Event description:
It was reported that the user was receiving glucose readings on the dexcom g7 app but not on the ilet, and during guided troubleshooting the user recalled that the new sensor had not been paired with the pump; the user successfully entered the new sensor code and initiated pairing, resolving the connection issue. Symptoms included no adverse clinical effects. Outcomes included continued therapy without interruption and no alerts or alarms. Investigation included guided troubleshooting and user education regarding correct sensor code entry and device pairing workflow. Investigation of this case revealed a use-related pairing oversight leading to a communication gap between the cgm and the pump, with device function restored after correct pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.